Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
The icp sensor showed abnormal readings. The device was replaced. Monitoring continued without problem.